Event description:
Fired the instrument and the jaws would not open. The surgeon disengaged and reapplied the instrument to the cartridge that was still closed and still could not remove. No patient injury reported.